Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient services (pss)  received call from patient rep stating that everything was working up until this week. The caller stated that the patient has previously been able to adjust therapy while on group b and now they do not see the arrows. The caller stated that the arrows were there not that long ago , and when the patient went to adjust therapy the arrows were gone. The caller stated that the patient has not seen the hcp recently (about six months) and has not had any adjustments made to therapy. The caller stated that the see various different groups (a, b ,c). The caller stated that the patient switched to group a last time and it shocked the patient. On the call, the caller switched to group c and stated the therapy zapped the patient. The patient declined to wanting to switch back to group b. The caller also stated that when the patient pressed the record event button on the handset they didn't need to have the tm91 over the ins like they usually do. Pss explained to the caller the telemetry feature of the tm91 and how that is also programmed by hcp. Pss redirected the caller to the hcp to further assist and interrogate the system. The caller stated that the patient has a follow-up appointment with the hcp. No symptoms reported. Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller reported patient went to the doctor's office last thursday because the settings that show in the patient's handset are different than they used to be, it was not communicating correctly with the stimulator, they brought their equipment with them to the appointment and showed the healthcare provider (hcp) what had happened with the equipment. Caller said the pa told them: that was unexpected, they could not fix it and told them to call medtronic because the handset may need to be replaced. Caller said when pt uses their equipment, they can get to everything all the way up to the page that has group b which is the group the patient uses all the time, but the page with the arrows and the one that says reset, no longer shows up and they cannot find it. Caller said it worked fine one week the next week it didn't. During the call, pss asked callers to synch with the ins and caller described seeing the therapy screen with on and their group b but no arrows and no other messages. Asked caller what happens when they tap on the current group b and caller said: pt gets shocked when the group b rectangle is tapped, they do not want to touch it now. Reviewed since the handset synchs to show the current group there is no need to replace it. Redirected to their doctor, reviewed the doctor or the pa can contact medtronic technical support or could potentially page a rep to coordinate a rep appointment. Caller asked if the representative could come to their home. Reviewed the role of the representative and offered to email to the field requesting assistance. Caller said patient has had no other medical tests or procedures and has not had any recent reprogramming.